Event description:
I knew I had previous reactions to medical tape/adhesives. I had a surgery on (B)(6) 2024. My allergy was in my chart (as "tape") and on my allergy band. Mastisol was still used to prep the surgical site. During my 1 night hospital stay I was being given prednisone and an antibiotic and once I was home on (B)(6), I started to notice a bit of a reaction around the surgical site. Within a 10 hours, it had spread down my shoulders, chest and neck (the area that was prepped). Md (physician) said they used mastisol. I was put back on prednisone (5 day course), benadryl (24 hours). While I understand this type of reaction is rare, this is now the second time I've experienced it in a surgical setting. The symptoms of severe itching, pain, swelling, blistering are worse than the surgery itself. I wish this were taken more seriously from a clinical perspective and not as a super rare occurrence that md's and treatment teams discard. It's something that sets back recovery and wound healing. Chemtrec.